Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated there was a "shortage of vacuum on citrate tube. She conducted evacuated blood collection with msn and pronto holder. She didn't use wingset."

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated there was a "shortage of vacuum on citrate tube. She conducted evacuated blood collection with msn and pronto holder. She didn't use wingset."

Manufacturer narrative:
The following fields were updated due to additional information: h6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Bd was unable to determine the root cause of the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated there was a "shortage of vacuum on citrate tube. She conducted evacuated blood collection with msn and pronto holder. She didn't use wingset."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Therefore, retention samples from bd inventory were evaluated by functional testing and the issue relating to underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.